Event description:
Per the audiologist's report, this pt experienced a decrease in performance and no nrt responses were recorded at his one yr follow-up visit. Integrity testing performed in 2006 showed normal receiver/stimulator function with electrode anomalies. The affected electrodes were removed from the pt's sound processor program. A CT scan showed normal device placement. The surgeon decided to explant the device a reimplant the pt with a new one. The surgery date has not been reported to cochlear.

Manufacturer narrative:
This type of event is addressed in the device labeling.